Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated insulin is squirting out. The customer stated they are receiving a compromised force sensor alarm (a33). The customer stated that prime/fill unable to be completed, and pump was knocked or dropped. The customer drive up support is ok. The customer was advised to discontinue using pump and revert to backup plan. The customer pump is oow and will be replaced.